Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low blood glucose while using a dexcom g7 cgm with the ilet system, with the cgm showing 69 mg/dl and a confirmatory fingerstick reading of 61 mg/dl lasting about 30 minutes; the user consumed oral carbohydrates and received education to confirm future lows with a fingerstick due to potential sensor inaccuracies. Symptoms included hypoglycemia with shaking or tremors. Outcomes included a serious injury/illness/impairment consistent with hypoglycemia requiring oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.